Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of change sensor alarm. The customer's blood glucose reading was 100-200 mg/dl. The customer mentioned that bad sensor alert occurred after a second consecutive calibration error. The customer also mentioned lost sensor alarm. The product was returned for analysis.